Event description:
During a revision to restore therapy, extensive damage to the inspire system was discovered resulting from twiddler's syndrome. The ipg had been flipped +50 times, causing damage to both leads. The physician removed the proximal sections of the leads and resecured the ipg in the pocket for potential future re-implantation. The explant procedure took place on (B)(6) 2019. I walked her stepping up with her remote. She got from level 6 to 7. But says it won¿t go higher. The upper limit light isn¿t on. I think she was just impatient and not waiting long enough to connect to the ipg, since it went up one level at first. She needs to be seen in office. I don¿t think it¿s a remote issue. It¿s possible it¿s just some later healing, but there might be an issue.